Event description:
Customer reported blood glucose results of 240 mg/dl on the advantage system and 109 mg/dl on a professional system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.